Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with urosepsis. The bacteria also infected the implantable pulse generator (ipg) pocket, so the device was explanted. The reactiv8 system was explanted without complications. A culture/swab confirmed that the patient had an e. Coli infection. The patient was prescribed an antibiotic, but the type of antibiotic was not disclosed to mainstay. Due to the infection, the device was discarded at the hospital. No device evaluation can be carried out.

Event description:
It was reported that the patient was admitted to the hospital with urosepsis. The bacteria also infected the implantable pulse generator (ipg) pocket, so the device was explanted. The reactiv8 system was explanted without complications. A culture/swab confirmed that the patient had an e. Coli infection. The patient was prescribed an antibiotic, but the type of antibiotic was not disclosed to mainstay. Due to the infection, the device was discarded at the hospital. No device evaluation can be carried out.

Manufacturer narrative:
Mml# (B)(4) the device history record was reviewed. No relevant nonconformances were found. Other devices explanted: model: 8145 descriptions: reactiv8 implantable pulse stimulation serial number: (B)(6) UDI# (B)(4).